Event description:
Received info regarding multiple cartridge alarms basal delivery. It was reported by the contact that the customer's blood glucose level was elevated.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a follow up supplemental report will be submitted. A follow up with the contact on (B)(6) 2015 indicated that the customer was not experiencing any alarms. Contact declined a follow up to report cartridge alarm number.